Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to address the issue, and the customer continued to use pump for insulin therapy. Customer's blood glucose ranged from approximately 126-127 mg/dl.

Manufacturer narrative:
Device not returned.